Event description:
It was reported that the handle got too hot on the power drive device. The reporter indicated that the event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device lot number was identified upon receipt for evaluation. Therefore, additional information pertaining to the device has been provided.(B)(4). Device lot number: 02527.date of manufacture: may 3, 2001.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was documented as may 3, 2001 in the initial report. The device manufacture date has been updated as may 30, 2001. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
The manufacture facility was unknown. The device lot number was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be damaged electronic control unit (ecu) most likely due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.